Event description:
Rt & lt heart cath - rt groin. Perclose. Transfusion of 2 units fresh frozen plasma. Readmitted to hosp with c/o rt hip pain, elevated wbc. Low grade fever. Rt hip revision in 1999. Received 6 weeks of IV vancomycin. CABG delayed until antibiotics completed.